Event description:
It was reported that the lead was attempted but not used during the implant procedure. The physician experienced placement difficulty with the lead. The helix of the lead extended at an angle so it could not fixate to the patient's myocardium. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.